Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the screen displayed "bridge test failure" message when the 30 joule defib test was performed. There was no pt involvement in the reported malfunction.